Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a descending thoracic aortic aneurysm of zone 4, close to the celiac artery. Aneurysm and vessel morphology details at the time of implant were not reported. It was reported that the talent stent graft was successfully implanted without issues approximately 2 months ago, and the post-implant angiography revealed no sign of endoleak. The distal sealing zone might have been short at the time of implant. On an unknown date, a distal type I endoleak was confirmed during a follow-up. The physician elected to intervene by implanting an additional talent stent graft approximately 1 month ago, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): eval results: (endoleak); (short distal sealing zone). Conclusion: (short distal sealing zone).